Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 500 mg/dl associated with an alleged auto off issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was found that there were many auto off alarms that were unexpected or too early. It was also reported that the basal rates were changed. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged auto off issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2019 with the following findings: during investigation, the pump was returned with the auto off feature set for 14 hours. According to the black box the auto off alarmed 14 hours after the last recorded key press indicated by a bolus or alarm. The auto off alarm was tested during investigation with no inaccuracy duplicated. Unrelated to the original complaint, the battery compartment was cracked and the display screen was dim/pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.